Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported issues with their stimulation since the time of implant. Patient described they could feel the stimulation cutting out when they bend over and sometimes when they are laying flat on their back in bed they could feel the stimulation cut out like it's turning off. Patient stated that usually when they stand up they don't feel the stimulation and they feel it the strong when laying down, but lately when they stand up they could still feel the slight vibration, especially down their left leg. Patient added that over the weekend they turned around and their knee buckled because the stimulator felt like it turned off; patient noted they caught themself on the kitchen bar. Patient turned their stimulation down and that helped, but they still feel when they get up like their stimulation is turning off. Patient confirmed they have not changed therapy groups. Agent reviewed information and sent an email to the field.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient and manufacturer representative (rep). The patient reported the stimulation cutting off started when they came home from the hospital with their new implant. It was mild in the beginning and only happening when they bent over, then it started to happen when they would twist their body. The patient met with the representative (rep) who said it was the fault in the patient's settings, so the rep changed the settings. It was noted the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.